Manufacturer narrative:
Manufacturer narrative: iop elevation from baselines is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced pain and elevated intraocular pressure, and some vaulting. Pigment dispersion was additionally reported and the patient was prescribed iop medication. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.